Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit and confirmed the issue. No relevant alarms or faults found in logs. The unit pumps normally. The fse replaced recorder (printer) (d0161-00-0022). The unit prints properly. The unit passed all functional and safety test in accordance with the factory specifications. Following field service replacement, the removed recorder was returned to the failure analysis and testing department (fat) for evaluation. Visual inspection identified a white residue consistent with saline contamination on the printed circuit board, along with damage to the solder mask. Functional testing confirmed the recorder was completely inoperative, with no motor activity, verifying the reported failure. The failure was reproduced under controlled conditions, and the unit¿s functionality was restored after replacement. Based on these findings, the most probable root cause is attributed to liquid (saline) ingress causing electrical damage to the recorder assembly, resulting in complete loss of printing functionality.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) printer failure. No patient was involved, and no harm was reported. Biomed reported that the unit¿s print button does not light up when pressed.